Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of their insulin pump having a blank display. The customer states the device prompted a no power alarm before he changed the battery. The customer states he changed the battery and the screen was blank. The customer's blood glucose level at the time of incident was unknown. Troubleshooting was conducted. The customer was advised they will received replacement battery cap to test, and was advised on recommended batteries to use. The customer was advised to call back if the display does not return after implementing new instructions.